Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, h6: multiple fdd/annex a codes were reported. A05 was coded for none of the lights on the breakout box were illuminated. A12 was coded for "localizer not connected". A1102 was coded for displayed "localizer not connected". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the manufacturer representative (rep) plugged in the system's breakout box (bob) into the navigation system, none of the lights on the bob were illuminated. As a result, the system displayed "localizer not connected" while in the clinical software. The rep plugged the bob into another navigation system and the issue persisted. There was no patient involvement.